Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an angioplasty procedure, the 155 cm. Saber 4 mm. X 4 cm. Balloon catheter (bc) ruptured at ten atmospheres (10 atm.). The product was exchanged/replaced with another same size bc. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was unknown. No target lesion characteristic information was available. Additional information received indicated that it was not known if the balloon burst occurred during the first inflation. No additional target lesion/target lesion characteristic was available. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available.

Manufacturer narrative:
During an angioplasty procedure, the 155 cm. Saber 4 mm. X 4 cm. Balloon catheter (bc) ruptured at ten atmospheres (10 atm.). The product was exchanged/replaced with another same size bc. The procedure finished successfully. There was no reported patient injury. The target lesion was unknown. No target lesion characteristic information was available. Additional information received indicated that it was not known if the balloon burst occurred during the first inflation. No additional target lesion/target lesion characteristic was available. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available.   The device was not returned for analysis. A device history record (DHR) review of lot 17287706 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were unknown. According to the instructions for use, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.